Event description:
It was reported that during a lead implant procedure, guide wire was unable to be passed through the tip of the lead. Lead was not implanted. A new was implanted. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.